Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Ovaert, c., luciano, d., gaudart, j, boulogne, o., assaidi, a., kammache, I., fraisse, a. (2015) the valeo® vascular stent for cardiovascular lesions in children. Eurointervention,1-6. Doi 10.4244/eijy15m01_09. Investigation summary: the device was not returned; however, two images were identified in the reported journal article that match the identified complaint. Based on the image review, the reported stent dislodgment could not be confirmed. Therefore, the investigation is inconclusive for the reported dislodgment. The definitive root cause for the alleged dislodgement could not be determined based upon the available information. It is unknown if patient or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. Inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.

Event description:
It was reported in an article in eurointervention titled "the valeo® vascular stent for cardiovascular lesions in children", following stent implantation, one stent dislodgement occurred. The stent slid from the balloon and could not be placed correctly in the pulmonary artery. However, the stent was secured and deployed in another vessel.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Article review: the authors' discussed the study of implantation of balloon expandable vascular stents. Complications of this study also included two dislogements. The second stent dislodgement occurred where the stent slid from the balloon and could not be placed correctly in the pulmonary artery. However, the stent was secured and deployed in the inferior vena cava. Ovaert, c., luciano, d., gaudart, j, boulogne, o., assaidi, a., kammache, I., fraisse, a. (2015) the valeo® vascular stent for cardiovascular lesions in children. Eurointervention,1-6. Doi 10.4244/eijy15m01_09. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in eurointervention titled "the valeo® vascular stent for cardiovascular lesions in children", following stent implantation, one stent dislodgement occurred. The stent slid from the balloon and could not be placed correctly in the pulmonary artery. However, the stent was secured and deployed in another vessel.